Manufacturer narrative:
Additional information will be provided, once investigation is completed.

Event description:
Allegedly, during a hip arthroscopy, the unit broke and fell into the patient. It was reported that anesthesia was extended by approximately 35 minutes in order to find and retrieve the two metal fragments from the patient. A replacement probe was used to complete the surgery.